Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and half ago from the date the manufacturer was made aware. D6b: explant date: a year and half ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, (B)(6).